Event description:
A customer reported during a cataract extraction procedure, a system message displayed and the pt experienced a posterior capsule rupture. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and confirmed the system message reported. The system message had displayed on another system and they switched out the handpiece and cassette to this system and the same system message displayed. The company rep examined two handpieces and the handpieces passed functional testing. The cassette involved was checked and also passed functional testing. The system was then tested and met all product specs. The root cause is unk. (B)(4).